Event description:
It was reported that the patients battery was not working as intended. The patient underwent an explant procedure. As per facility protocol, the explanted battery was not handed over by the attending bsc representative.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.